Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for further investigation, in reference to the alleged vent inoperative condition. The device was visually inspected and tobacco contamination was observed. The device's error log was reviewed and a motor failure, max reboots and detachable battery failures were identified. The service center was able to confirm of the ventilator inoperative condition. The blower motor and main board will need to be replaced to address the ventilator inoperative issue. The internal and detachable batteries were replaced. The customer requests no other repairs to the device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.